Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the gas gauge appeared to be lower than expected. It was noted that the patient is in atrial flutter. Technical services indicated that based on other data analysis results, the amount of longevity drain at this point, is what is typically seen and is attributable to the atrial mode switch and the signal artifact monitor. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.